Manufacturer narrative:
No product was returned; however, the pump's operators manual indicates (see user manual section references) that the pump will alarm with various error codes, which indicates a potential problem with the pump. The user manual also states (section watching power up) if an error code appears, the pump should be removed from use and returned for service. The user manual, in the alarms and messages section, describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. The pump would need to be returned and investigated to determine if it was operating properly. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming for a second time and had an error code. The patient was instructed to remove and replace the batteries. The pump powered back on. There was a loss of power alarm acknowledged and the pump restarted. The screen read reservoir volume empty in thirty-nine hours and forty-two minutes. The green light was flashing. There was no patient harm. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-2120-0104-01.